Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed error pump not found. The blood glucose reading was not provided. Prior to the event, the patient was attempting to upload to carelink personal. The customer verified that the meter is linked to the insulin pump. The customer was advised that the insulin pump will need to be replaced. No further information was provided.

Manufacturer narrative:
Insulin pump was monitored for 48 hours with multiple basal rates and passed self test. No alarms noted during testing. Insulin pump was unable to upload with carelink due to an alarm in pump history and corrupted history file. Insulin pump received with cracked reservoir tube lip.